Event description:
On 4/16/08 a customer reported to gambro that two pts experienced electrolyte imbalance, while dialyzing on the phoenix machine and software version 3.34. (For the second event refer to MDR 9616240-2008-00031): during treatment the pt complained of severe cramping, headache, nausea along with a decrease in blood pressure. The pt was administered oxygen, received IV boluses of saline, IV antiemtic, and oral acetaminophen. Following treatment the pt had a seizure and was admitted to the picu for 48 hours and then discharged home.